Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of bag break. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: ni. Event description: two bags were used in the same procedure. Both bags had fractures in the bag and the bags broke. There was spillage out of the bags. Both bags were the same lot number. Intervention: unk. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: two bags were used in the same procedure. Both bags had fractures in the bag and the bags broke. There was spillage out of the bags. Both bags were the same lot number. Intervention: unk. Patient status: no patient injury.